Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Pump's pressure switch test was performed and found to be activated out of the pump's manufacturing specifications. Note; the pump will alarm if the batteries are removed within 15 seconds after stopping the pump. This is a normal functional of the pump. Pump was displaying an error code message on power up when batteries are inserted. The root cause of the reported issue was found to be a faulty downstream sensor. Actions were taken to mitigate the reported issue: replaced the downstream sensor.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump failed downstream occlusion and exhibited continuous alarm after batteries were removed. No patient injury reported.